Event description:
It was reported to medtronic minimed that the customer experienced the pump's short battery life, the buttons having a delayed response, and a crack near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the short battery lifetime and the replace battery now alarm found in the history. Troubleshooting was performed for the replace battery now alarm and the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. Troubleshooting was performed for the keypad anomaly, and the buttons became responsive again after replacing the battery. Troubleshooting was performed for the cosmetic damage and the product being replaced. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms or low battery related anomalies that may have occurred in the past. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 10:51:00 faster than expected at 6.38 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 16:13:00 faster than expected at 6.67 days. Battery cycle 6.0 received the low battery alert (104) on (B)(6) /2025 14:36:00 faster than expected at 6.49 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit passed the self test, sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay. In conclusion customer concerns were not confirm. All buttons functioning properly during testing. Customer's concern of low battery and cracked on the battery compartment was confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records and cracked on the battery compartment was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.